Event description:
It was reported that loss of aspiration occurred. A zelantedvt clothunter was selected for thrombectomy procedure. During the procedure, it was noted that the blood returned to the bag. After 105 seconds, the equipment was blocked due to lack of saline solution. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that loss of aspiration occurred. A zelantedvt clothunter was selected for thrombectomy procedure. During the procedure, it was noted that the blood returned to the bag. After 105 seconds, the equipment was blocked due to lack of saline solution. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The angiojet solent omni was returned. Visual examination revealed no damage to the device. There was 200 cc of blood in the waste bag. The catheter was successfully functionally tested with no leaks or alarms present. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. No other issues were identified with the device.